Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician suspects the device was not working due to the age of the device. A surgical procedure was performed to remove the aus. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician suspects the device was not working due to the age of the device. A surgical procedure was performed to remove the aus. There were no additional patient complications reported.

Manufacturer narrative:
Corrected b1: adverse event/product problem.